Event description:
A customer reported she received the following readings on her blood glucose meter within 10 minutes: 412 mg/dl and 97 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
As was reported by the affiliate, when the catheter was positioned at the lesion, operator released the liquid to swell the balloon, but this liquid leaked out from hub. So it was impossible to complete the intervention with this device. When surgeon removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub, because it was cracked. So he used a new catheter to carry out this operation.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.